Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device worked fine in the beginning but then sealing became incomplete. There is no regrasp alarm. New device was opened to continue. No patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.